Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels 30 mg/dl, it went up to 101mg/dl and then 129mg/dl. Customer had baked potato for dinner. Customer declined to troubleshoot for low blood glucose value. The insulin pump will not be returned for analysis.